Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-30682. It was reported that during lead replacement procedure on (B)(6) 2020 (reported under manufacturer reference numbers: 3006705815-2020-30648 and 1627487-2020-23798), the new leads could not be placed due to scar tissue. As a result, the surgery was abandoned.